Event description:
It was reported to philips that the host pc was not turning on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. After troubleshooting, it was determined that the cmos battery voltage was low. The service engineer replaced the battery, re-booted the host pc several times and it powered on without any issue. After this repair, the system was returned to use in good working condition. The codes were updated based on investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.